Event description:
This lead was implanted on (B)(6) 2002 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 stated that noise was noted during pocket manipulation. Out of range impedances were also noted on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)